Event description:
Patient reported that their meter/lab comparison results were 99 mg/dl (ss) versus 140 mg/dl (lab), respectively (29% difference). Tests were done about one hour apart. Patient was feeling weak. Control solution test reading was in range. Unable to contact patient by phone to follow-up. Letter was sent to patient requesting that they contact lfs. Meter is not cleaned according to manufacturer's product recommendations and was replaced. There was no allegation of harm.